Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4).

Event description:
The customer reported that the ventilator can not power on. There was only a blank screen after power up. The customer reported no patient involvement or allegation of patient harm.

Manufacturer narrative:
The carefusion failure analysis lab received the vela ventilator main pcba (printed circuit board assembly) and installed it in a known good vela ventilator unit. After installation, the unit powered on but the screen stayed black and would not boot up. The reported issue was duplicated. The root/cause of the reported issue was found to be corrupted eprom (erasable programmable read-only memory) chip.